Event description:
Complaint recorded. Reporting component breakage/ leakage during use of one a1009 7" smallbore ext set w/remv microclave clear, nanoclave t-conn. It was reported that "patient flailed and thrashed all night long. In the morning the resident went in to do her assessment, the patient flung their arm and the tubing snapped (at the point where the tubing meets the microclave clear connector). Blood was sent everywhere - and the line was lost." The devices were replaced. There were no reported adverse patient consequences. MFR's investigation: device return: one used a1009 7" smallbore ext set was returned to the MFR for investigation. Visual inspection and analysis recorded the as received a1009 device set tubing was damaged/broken inside the female luer pocket. Engineering analysis of the remaining device set components recorded no non-conformances with the remaining bonded locations. Conclusion: the a1009 set/component breakage was determined to be the result of excessive tensile force during use.